Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalised from (B)(6) 2023 and was treated with IV antibiotics from (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 8, 2024.